Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted during testing. Unexpected battery out limit alarms weren't verified due to keypad anomaly. The device had cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 99 mg/dl. The insulin pump will nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.